Event description:
User nurse reports an overinfusion of protonix, an infusion of protonix 50 ml/hr was ordered. The infusion was programmed using a guardrails concentration. Customer states that there are several different concentration/diluent amounts available in their data set and it is unknown which concentration/diluent amount was selected. The nurse observed that after one hour, 300 ml of fluid had infused. No pt. Harm reported, medical intervention required or ill effects experienced by the pt. The data set and pump module event logs received. Pc unit event log requested. Investigation ongoing. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
.